Manufacturer narrative:
The info provided and the evaluation results are inclusive as to where the damage occurred to the anterior locking tab, although such an event is unlikely during MFR.

Event description:
The tibial insert locking mechanism was damaged. There was no adverse consequence for the pt or delay in surgery or anesthesia time.